Manufacturer narrative:
Na

Event description:
The manufacturer's service technician reported while performing an upgrade to the unit per a recall notice, upon removal of the snubber board to perform the field action there was damage noted to the power supply due to the snubber board overheating. The service engineer replaced the power supply to correct the finding. The replacement power supply had the approved snubber pcb installed, as directed in the recall notice. Damage due to overheating of the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.